Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients device remains implanted. Additional information was received that the patients ipg was explanted and kept by the medical facility.

Manufacturer narrative:
Correction to the initial MDR. Initial MDR should not have been submitted.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients device remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.